Manufacturer narrative:
Please note that the cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is available for evaluation, but has not yet been returned. Additional information has been requested. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that there was damage to the middle of the hub. When water is put through, it would come out through the side of the hub.